Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: separated guide wire tip remains in pt. Device issue: separated guide wire tip. It was reported that the procedure was to treat a lesion in the distal lad. The pt presented with a non-st mi, with symptoms of angina. The pt had CABG and other procedures in the past and was not in good shape. The procedure was difficult and lasted about 3 hours. After placing a whisper guide wire in the distal lad, another co's balloon catheter was advanced, but was unable to cross. An attempt was made to use the buddy wire technique, but a bmw and confianza 12 guide wires both failed to cross were removed. At this time, the decision was made to abandon the case. After removing the balloon catheter and whisper guide wire, there was no flow observed in the lad. Several attempts were made to advance the confianza 12 guide wire through the occluded lad, but it kept ending up a side branch. The pt began getting sick and a ck bump (mi) was observed. The guide wire was removed and under fluoroscopy it was noted that approx 4 mm of the distal tip remained in the side branch. There was no attempt to retrieve it. No additional event or pt info is available.

Manufacturer narrative:
Conclusion summation - asahi response: it appears that confianza pro 12 guide wire distal end was trapped by lesion or the device used in combination and was suffered from repeated bending force or an excessive pulling force so that confianza pro 12 was separated. It was not possible to determine the root cause because the device was not returned for an investigation. Attachment: maude event report correction: the part number listed on the maude event report has been corrected on this medwatch report.